Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to confirm the motor position encoder error alarm due to the motor error alarm. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the operating currents due to the motor error alarms. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 95 mg/dl at the time of incident. The caller stated that the drive support cap appeared normal. The caller stated that the insulin pump was exposed to MRI. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.